Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, documentation, manufacturing instructions, and quality control was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, the root cause was related to the condition of the patient during the procedure. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
Common name & product code = unavailable as device lot, rpn, gpn are unknown. PMA/510(k) number = unavailable as device lot, rpn, gpn are unknown. (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It was reported that during the pulmonary angiography, the polyethylene angiographic catheter was inserted from the right femoral vein and easily passed over a deflected tip-deflecting wire (tdw) from the right atrium (ra) into the right ventricle (rv). Following insertion into the rv, the catheter would not advance into the pulmonary outflow tract. The pigtail of the catheter was straightened with a guide wire, and the catheter was rotated clockwise in attempt to advance or remove the catheter from the rv. As the attempt failed, no further manipulation was performed. The guide wire was withdrawn and its tip was positioned in the stem of the catheter to prevent entanglement. The hub of the catheter was cut, and another manufacturer's 7.5 fr gauge vascular sheath, with the hemostasis valve cut off and shortened to 60 centimeters (cm), was advanced over the fixed catheter. As the catheter was held in place at the level of the tricuspid valve, the sheath was able to be easily advanced through the inguinal access site. After the sheath was advanced to the level of the inferior vena cava (ivc), control of the cut catheter was able to be re-established. The sheath was further advanced, pushing the septal valve leaflet off of the catheter, and the pigtail of catheter was able to be straightened, allowing the catheter and sheath to be easily withdrawn. The 7.5 fr gauge sheath was then exchanged for another manufacturer's eight (8) fr gauge vascular introducer sheath over a guide wire, and another polyethylene angiographic catheter was passed into the right and left pulmonary artery for selective pulmonary arteriography without incident. The patient had a satisfactory postoperative course without evidence of tricuspid insufficiency.